Event description:
Philips received a complaint from customer biomed reporting a battery failure message on a v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue remotely with biomed and reported the device had been in storage and not connected to a power supply. The customer reported a yellow message indicating a defective battery; the battery voltage was very low. A replacement battery was ordered for replacement. The investigation is ongoing.

Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue remotely with biomed and reported the device had been in storage and not connected to a power supply. The customer reported a yellow message indicating a defective battery; the battery voltage was very low. A replacement battery was ordered for replacement. A philips authorized service provider (asp) evaluated the device onsite and confirmed the device reported a battery failure as if it did not have battery. The battery voltage was very low. The asp replaced the battery. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.